Event description:
It was reported that during unpackaging of a 3.5x20 nc trek rx balloon dilatation catheter (bdc), the distal stylet was able to removed without issue, however, the protective balloon sheath was unable to be removed at all. The device was not used in the patient. Another unspecified nc trek rx bdc was able to be unpackaged without issue and was used in successfully completing the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.